Event description:
A false positive advia centaur cp troponin ultra result was obtained for a patient sample. The sample was part of a serial draw and the result was questioned by the operator. A new sample was drawn and tested. The result was negative. Repeat testing was performed on the initial positive sample and the result was negative. The final result was reported as negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The qc was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.